Event description:
It was reported that balloon rupture occurred. The target lesion was located in a diffusely diseased right coronary artery. A 2.5mm x 38mm promus premier¿ stent was advanced to the lesion. The stent delivery system balloon was inflated however it ruptured at 10 atmospheres at an unknown number of inflation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).